Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that physically broken hinge-side plate on tower door four, which prevented proper door operation. A field service engineer (fse) removed the damaged hinge-side plate and existing rivets. A new hinge-side plate was installed and secured using new rivets, along with replacement of hinge pins. Post-repair, the door functionality was tested both in the application and physically, confirming that the door opened, closed, and locked properly. The customer also validated the repair, and the unit was verified to be fully functional and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 hinge broken, which located on pmtnicpx01. There were no delay, no adverse events or injuries reported based on this event.